Event description:
Per the clinic, the patient experienced poor performance with poor speech comprehension with the device. Short electrode array was also noted. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.